Event description:
During an initial implant procedure, it was reported that the right atrial (ra) lead failed to capture, failed to sense, and had an impedance problem. The ra lead was not used and a new ra lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture, failure to sense and impedance problem were not confirmed. As received, a complete lead was returned in one piece. X-ray examination showed that the inner coil at the connector region was overtorqued consistent with procedural damage. The lead was otherwise normal.